Event description:
Rtn came in the day after insertion to remove the pressure dressing. After removing the dressing the rn noted the catheter had broke at the insertion site and there was about two cm. When rn went to secure the catheter it had migrated. Patient was transfered to facility. They did not remove the embolized piece because of the patient condition.